Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1055946 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1055946, test base part number 190-430 / lot: 1055946. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1055946 showed that the complaint rate is (B)(4). The retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the log files were not provided.

Event description:
The customer reported one false positive result with the idnow covid-19 assay on a nasal sample collected on (B)(6) 2022. Confirmation testing (platform: diasorin) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport medium generated a negative result. Per the customer, no additional information will be provided.